Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis was performed for both of the synflate vertebral balloon med devices. One of them had the balloon component broken. Fragment was returned along with the device. It presents signs of scratches along the surface of the proximal shaft. The second synflate balloon had the balloon heavily deformed, and it also presents signs of scratches at the shaft and balloon. According to the event description, it can be inferred that the bone was not sturdy enough to allow the balloon to be inflated without passing through the vertebrae endplate. As a result, it became entrapped in the bone and was difficult to remove. The damage observed, in the balloon is most likely, due to the process of trying to extract the device. Indicating excessive forces were used. Dimensional inspections and functional tests for the two synflate vertebral balloon med were unable to be performed, due to post manufacturing damage. The complaint condition cannot be replicated as the balloons were returned in a disassembled condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed, as the observed condition of the synflate vertebral balloon med would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes. Device history lot: part # 03.804.701s. Synthes lot # :82221878. Supplier lot #: 82221878. Release to warehouse date: 25 jun 2021. Supplier: confluent medical technologies. No ncr's generated during production. Device history review: review of the device history record(s) showed, that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes, reports an event in japan as follows: it was reported that on (B)(6) 2023, during a percutaneous vertebroplasty (th12) for compression fracture. After deflation, the surgeon tried to remove the balloon, which was caught in the tip of the working sleeve. And became unable to be removed. As the situation did not change even after various attempts, the balloon was removed with the entire working sleeve once. And the route was created using an access needle. Procedure was completed successfully with about 2 minutes of surgical delay. No further information is available. This report is for one (1) synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).